Event description:
It was reported that premature deployment occurred. A 5x150x130cm innova self-expanding stent was selected for the treatment of peripheral arterial occlusive disease in the superficial femoral artery. The stent was delivered to the target lesion using an ipsilateral approach; however, before reaching the target location, the stent deployed unexpectedly. Another stent had to be placed in order to cover the intended target lesion. There were no patient complications.